Event description:
Related manufacturer reference number: 2017865-2022-01757. It was reported the patient presented to the emergency room with a cardiac tamponade. A pericardiocentesis was performed and the fluid was evacuated. The suspected cause was a perforation from one of the implanted leads. The physician repositioned the right ventricular lead successfully and attempted to reposition the atrial lead but tissue had clogged the helix mechanism. The atrial lead was explanted and replaced. There was no increase in fluid output in the pericardial drain post-procedure. The patient was in stable condition.

Event description:
New information noted the atrial lead dislodged during the repositioning surgery.

Manufacturer narrative:
The reported event of helix mechanism clogged was confirmed while the events of lead dislodgement and cardiac perforation were not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque directly at the inner coil. Lead tip stiffness, helix extension length, and electrical testing were normal with no anomalies found.